Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past, near, or on event date. On adapt main error log pump error 53 alarm was recorded three times (no available dates or times per error log dump) due to hardware error (line#: 65535, file#: (B)(4). Proceeded by cutting unit open to perform a visual inspection of connectors and electronic assemblies. Per visual inspection, moisture damage was detected on pcba1, pcba2, keypad flex connector, lcd flex connector, force sensor, and j7 connector. Isolate to electronic stack. The following cosmetic damages were also noted during inspection: battery tube threads cracked, cracked case (battery tube), cracked case, pillowing keypad overlay, and scratched case. In conclusion customer concern of critical pump error open book image was confirmed. Open book image caused by pump error 53, triggered by corroded electronic assemblies. Isolate to electronic stack. Unable to confirm blank display due to open book image. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image), blank display, exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and customer reported a critical pump error, issue with the pump display, exposed to moisture but there is no visible fluid in pump. No harm requiring medical intervention was reported. It was unknown whether the customer will continue use of the device. Mmt-1884l was requested and customer response was the device will be returned.